Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a trabecular stent implantation procedure, the stent was not accepted by the nasal canal and became lodged in the inserter, resulting in failure to deploy. The procedure was completed with a new stent without any issues.